Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the unit fails to deliver a consistent amount of energy. The complainant tried swapping out the probes and cords used in conjunction with the generator with no success. Follow-up with the complainant confirmed that further information regarding the pt or procedure was unavailable.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).